Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer went to the emergency room and was treated with intravenous saline and insulin. Treatment resolved the issue and the customer was released later that day, (B)(6) 2025. Ultimately, the customer reverted to an alternate method of insulin therapy.